Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leaking and damage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leaking and damage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Bd was able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, the most likely root cause has been identified for leaking tubing and CAPA 50937 has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions.

Event description:
It was reported that the butterfly needle in the bd vacutainer® pbbcs with 12 in tubing seems to be fused together and is leaking. No serious injury or medical intervention reported.